Event description:
It was reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 127mg/dl. The customer stated that they did not change sets, they just continued to bolus until they received the full amount of insulin. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)